Event description:
It was initially reported that the patient had a generator replacement due to unknown reason. It was alter determined that the generator was replaced prophylactically. The generator was returned to the manufacturer for evaluation. An end of service (eos) condition was found in the pa laboratory. The supply current 1ma test did not meet functional specifications. This measurement demonstrates an increased current consumption for the device, potentially contributing to end-of-service (eos) condition. A battery life estimation resulted in 0.99 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history (1.5-year gap) indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the end-of-service (eos) condition was identified to be a leaky capacitor (c6). Cause for the capacitors (c6) increase in leakage could not be determined. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.